Event description:
A malfunction on the pump was reported by the caller. Customer experienced blood glucose levels reaching 590 mg/dl as a result of the issue. To address the high blood glucose, the customer administered a correction injection via multiple daily injections and did not require assistance from a third party. Technical support provided instructions for resetting the pump, which resolved the issue without recurrence. Customer was advised to continue using the pump and to contact support if further malfunctions occur.